Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# l69917, implanted: (B)(6) 1999, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported the pump was interrogated, the logs were reviewed, and no anomalies were found. It was noted that on (B)(6) 2017, the catheter was fully replaced with a new catheter and pump. The catheter was found to be kinked and coiled in the spine incision area. It was noted that the pump was explanted as well. The pump and the catheter will not be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8709 lot# l69917 implanted: (B)(6) 1999. : product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving morphine (25mg/ml at 16.997mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. The patient's medical history included chronic pain. It was reported that the patient experienced a pain increase 2.5-3 weeks ago, in (B)(6) 2017. The patient was reportedly diagnosed with clostridium difficile (c. Diff)on (B)(6) 2017. On (B)(6)2017, a volume discrepancy was discovered with an expected reservoir volume (erv) of 3.4ml and an actual reservoir volume (arv) of 20ml. Additional information was received from a consumer via a manufacturer representative on (B)(6) 2017. It was further reported that the patient had been on a stable dose for many years, being refilled in a small town by the home health nurse and managed by a primary care physician. At the time of report, the patient was in the hospital after discovering the volume discrepancy to treat her acute pain episode and withdrawal-like symptoms. Additional unexplained, intermittent symptoms of malaise and diarrhea for the past one month. At the time of report, it was noted that the patient's pain had improved and her symptoms were resolved. It was reported that at the patient's refill on (B)(6) 2017 the reservoir volume discrepancy was discovered (note: this conflicts with the earlier report received on (B)(6) 2017 that the refill and volume discrepancy occurred on (B)(6) 2017). The patient reportedly denied any falls or change in health, and no anomalies were found in pump logs. Surgery was scheduled for (B)(6) 2017 to revise the catheter and possibly replace the pump. It was noted that the pump had an elective replacement indicator (eri) of 19 months. The situation was considered unresolved and the patient's status at the time of report was alive - no injury. No further complications were reported or anticipated as a result of this event.